Manufacturer narrative:
Occupation - other; (B)(4). Device evaluation - the returned driver was visually examined with a 5x loop. The device has fracture planes that are skewed relative to their transverse axis indicating off axis load application. It is unclear if crack initiation was the result of off axis load application during this procedure or if prior high off axis loading may have led to the subsequent failure. The driver has multiple fracture surfaces that meet together in one general vicinity indicating off center loading indicative of bending moment application. The driver is intended to apply torque. The reason for bending moment application is not clear and the effects of bending moment application may have already been present on these parts prior to the start of this procedure. No corrective actions are being recommended since the cause appears to be the result of off axis loading which is not indicative of proper part use. Review of device history record found fifty-four (54) pieces of this lot were released for distribution on (B)(4) 2017 with no deviation or anomalies.. Two-year complaint history review found this to be the only report for this lot. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2015-00026 / 00027).

Event description:
It was reported that a l3-s1 tilif procedure was performed on (B)(6) 2019, utilizing the reform pedicle screw system. During the procedure the tip of one lock-screw torque driver ((B)(4)) and one retention bone-screw driver ((B)(4)) broke off during final tightening. Both broken tips were removed from the screws and thrown in the sharps container and another driver in the set was used to successfully complete tightening. There was no patient injury or reported delay to the procedure as a result of the reported malfunctions.